Manufacturer narrative:
Additional information has been requested. This is an instrument and is not implanted or explanted. Device has not been returned for investigation. No conclusions can be drawn.

Event description:
During a femoral nailing surgeon had completed reaming when x-rays showed the reamer head had broken leaving six fragments in the bone. Five of the six fragments were retrieved, but one fragment remains in the patient. The procedure was completed successfully.